Event description:
It was reported that during a remote follow-up, there were episodes of post-paced t-wave oversensing on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.